Manufacturer narrative:
D10: concomitant devices: (B)(6), 200-04-33 - cemented finned tib. Tra sz 3f/3t. (B)(6), 234-02-03 - optetrak asy,ps cemented femoral, sz 3. (B)(6), 200-02-35 - three peg patella 35mm. (B)(6), 200-02-35 - three peg patella 35mm. (B)(6), 200-04-33 - cemented finned tib. Tra sz 3f/3t. (B)(6), 234-03-03 - optetrak asy,ps cemented femoral, sz 3. It is not evident which components are associated with the left or right bilateral tka. Components and concomitants are all accounted for between this and the related case/report. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Event description:
It was reported via legal documentation that approximately 174 months after a left total knee replacement procedure, the patient has experienced prosthesis wear and may require a future revision procedure. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
D1/d2a/d2b: corrected -brand name. D4: corrected catalog number, expiration date, serial number, unique identifier (UDI) #. G3/g4: corrected - PMA/510(k)number -unk. H6: corrected - type of investigation. The reason for the reported event cannot be confirmed from the information provided but may have been due to prosthesis wear. Additionally, these devices appear to have been implanted for over ten years prior to the reported event. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided.